Event description:
It was reported by the customer that by pyxis medbank tower user was unable to issue alprazolam 0.50mg, because cubex does not see the item in the drawer. The user stated it is physically in (drawer 1, pos 17), but cubex does not recognize the item. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication and cubex could not see item in the drawer. A technical support specialist confirmed that the cube was removed and replaced with odansetron 4mg to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.